Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call pump error. The customer's blood glucose was 240mg/dl at time of call. It was reported there was a compromised force sensor system error. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.